Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for further evaluation. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the following lot number was provided; however, the lot number mentioned below is not one that was used. Lot number: 0061650943, production date: 12/11/2018, expiry date: 08/31/2020.

Event description:
As reported by the user facility: event 4: customer reports, "we have had about 7 instances where the catheter connector comes off of the epidural." No injury reported.